Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the his pacing lead exhibited high thresholds. The helix of the lead was difficult to retract and tissue was observed in the helix. The helix also appeared to be extended and bent from the extraction. The lead was attempted not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling / stretching / overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.